Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The advocate of the customer reported, at 3:15 p.m., the customer was tested using another manufacturer's meter and obtained a reading of 14 mmol/l. At 3:20 p.m., upon retesting on a contour next link 2.4 meter, the reading obtained was 33.3 mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.

Manufacturer narrative:
Lot number of the initial report indicated the lot # as 7fed02a. The correct lot # is 7fped02a. Lot number has been updated with this information.